Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026. The blood glucose level was 15 mmol/l and the patient was treated with the insulin pump. The insertion site was the thigh. No further information available.